Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 500mcg/ml at 85mcg/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. Meningitis and questionable pocket infection was reported although per the reporter when the pocket was opened it did not look infected. It was unknown any environmental, external or patient factors that may have led or contributed to the event. There were no diagnostics or troubleshooting performed. The system including the pump and the catheter were removed. It was unknown if the issue was resolved at the time of the report. It was noted that the patient's status at the time of the report was alive, no injury. Additional information received from the healthcare provider indicated there was no infection at the pump pocket and the cause of the meningitis or the possible pump pocket infection was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.